Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Omni retractor and the flex arm were not locking to the individual arms. Doctor does not think the device is safe to use. On 12/30/2016 no further information available.

Manufacturer narrative:
On 2/13/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - product was not released for inspection. Device history evaluation - a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.